Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has likely caused or contributed to patient injury previously. Device issue: balloon rupture. It was reported that the otw voyager balloon catheter was being used for post dilation of a stent and the balloon ruptured at 4 atm. Another voyager balloon catheter was used to complete the case. It was reported that there was not a lot of calcium. Reportedly, there were no patient effects. No add'l event or patient info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the balloon. There was contrast visible in the inflation lumen. The balloon had loose folds. There were no kinks noted to the shaft or the rest of the balloon catheter. The inflation device used in the procedure was not returned. A new indeflator was filled with water to pressurize the balloon when fluid leaked from a pinhole rupture in the proximal end of the balloon at the distal end of the proximal edge of the marker band. There were scratches on the balloon distal and proximal to the pinhole. Product performance engineering reviewed the incident info and the returned device analysis. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. In this case, the otw voyager was used to post-dilate a stent implant, which suggests that the struts of the stent implant could have contributed to the balloon rupture. Analysis of the returned device found that there were loose balloon folds, indicating that the balloon was inflated at some point during the procedure. There was a pinhole rupture at the proximal end of the balloon and scratches just proximal and distal to the rupture. It is possible that during the procedure as the otw voyager was advanced to the lesion, the struts of the stent implant mechanically damaged the surface of the balloon such that upon inflation, the balloon ruptured. It appears that the root cause of the rupture was the operational context of the device. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.